Event description:
Reporting status: death. Reporting rationale: implanted stents may have caused or contributed to the pt death. Device issue: none. It was reported that the pt had two procedures performed. During the first of those procedures in 2003, (unk when the 2nd procedure took place) the pt received the two rx zeta stents. Approx two weeks after the second procedure took place, the pt died from a massive heart attack. The relationship between the placement of the two rx zeta stents and the pt death is unk. No add'l event or pt info is available.

Manufacturer narrative:
The second mult-link rx zeta coronary stent sys is being filed under the same MFR number. Results and conclusions summation- prod performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. Death, as listed in the instructions for use (IFU) and prod risk assessment, is a known adverse event associated with the coronary stenting procedure. The relationship between the placement of two zeta stents four years ago and the pt death is unk; additionally, no device failure was reported.